Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. No drain obstructions were found and drain length/height were within spec. The user facility reported that the issue could not be duplicated and the machine was back in service.

Manufacturer narrative:
Customer could not duplicated the reported problem, filling of saline bag. No part was replaced or repaired. The reported issue, filling of saline bag, was addressed by CAPA. Machine was returned to service with no further issue. A device history record review was conducted and confirmed that there were no deviations of nonconformances during the mfg process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigation findings to date indicate that the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation there have been on adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending. A supplemental medwatch report will be filed at the completion of the investigation.